Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿the disk from the endoscope fell off¿. Failure analysis inspection of the returned endoscope found the camera advance endoscope adapter (aea) was missing the retaining ring or screws. Furthermore, corrosion or physical damage to ic electrical contacts were found and additionally glue damage on fiber distal tip (gap) was identified. The complaint regarding the disk falling off was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the xi endoscope was found with a missing camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available.

Event description:
It was reported that the disk of the endoscope 0-degree fell off while being sterilized. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional information but has not yet received a response as of the date of this report.